Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
There is no additional information for this event as yet. The light source device was also being used in this event. The field service engineer (fse) worked with the doctor, staff and biomed. The biomed changed the bulb which had well over 500 hours. The settings, cabling and configuration were checked. Everything looked fine. And the white balance also worked correctly. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device yielded a yellowish image. E931 white balance failed error message was received. The white balancing cup to white balance the scope was being used. There is no reported harm or adverse impact to any patient.